Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the clinician received an invalid data message when trying to interrogate the atrial high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.